Event description:
It was reported that stent dislodgement occurred. The severely stenosed target lesion was located in the severely tortuous and calcified right coronary artery. A 16 x 2.75 and a 32 x 2.75 promus premier mr drug-eluting stents were advanced for treatment. However, during percutaneous coronary intervention, both stents dislodged. The procedure was completed with another of the same device. There were no patient complications nor injuries reported, and the patient condition was good post-procedure.

Manufacturer narrative:
Device evaluated by MFR.: a 32 x 2.75mm promus premier stent delivery system was returned to the complaint investigation site. Visual, tactile and microscopic analysis was performed on the device. No issues identified with the hypotube shaft, the outer and mid-shaft sections or the inner lumen of the device. There was no sign of damage, stretching or lifting of the stent struts. The undamaged crimped stent outer diameter was measured, and the result was within max crimped stent profile measurement. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No signs of movement, stent was set between the proximal and distal markerbands. Bumper tip showed no signs of distal tip damage.

Event description:
It was reported that stent dislodgement occurred. The severely stenosed target lesion was located in the severely tortuous and calcified right coronary artery. A 16 x 2.75 and a 32 x 2.75 promus premier mr drug-eluting stents were advanced for treatment. However, during percutaneous coronary intervention, both stents dislodged. The procedure was completed with another of the same device. There were no patient complications nor injuries reported, and the patient condition was good post-procedure.